Event description:
It was reported that "the catheter was blocked after ICU catheterization. They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".

Manufacturer narrative:
(B)(4). The reported issue of a blocked catheter was confirmed during the complaint investigation of the returned sample. The customer returned one haemodialysis 2-lumen 12 fr × 20 cm catheter. Signs of use in the form of biological material were observed in both extension lines. Visual inspection of the returned haemodialysis catheter identified biological material within both extension lines and two kinks on the catheter body; however, the customer confirmed that the kinks occurred during transportation and were not related to clinical use. Functional testing demonstrated that the proximal lumen was patent, while the distal lumen was initially obstructed. Flushing and guidewire advancement revealed that the blockage consisted of accumulated biological material, which was subsequently cleared and allowed the catheter to flush as intended. Dimensional inspection found no manufacturing-related abnormalities. Additionally, the IFU provided with this kit warns the user, "flush lumen(s) to completely clear blood from catheter. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". A device history record (DHR) review showed no related nonconformances. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was blocked after ICU catheterization. They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required".